Event description:
Customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a transistor. No patient injury was reported.